Manufacturer narrative:
Device discarded by rep.

Event description:
During testing by a manufacturer sales representative the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.